Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -7.5/1.0/97 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
B1: malfunction. B5: al the reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2; -7.5/1.0/97 (sphere/cylinder/axis) implantable collamer lens into the patient's lefteye (os). The lens was removed and replaced with a shorter length lens intraoperatively on (B)(6) 2022. There was no patient injury. This resolved the problem. Cause is reported as unknown. H1: malfunction. H6: impact code: 2199. Claim# (B)(4).